Event description:
It was alleged that during a case, the cord sparked and broke off at the plug junction.

Event description:
It was alleged that during a case the cord sparked and broke off at the plug junction.